Event description:
Consumer reported needle broke off in stomach area. Consumer went to a walk-in clinic where he was prescribed antibiotic - keflex 250mg. Consumer was advised to see a surgeon as needle was too deep to be removed.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.